Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. The customer declined to provide blood glucose value. At the time of the report with tandem technical support the customer had already changed the cartridge and the infusion set, therefore, no troubleshooting could be performed to identify a root cause. The customer revert to an alternate method of insulin therapy.